Event description:
The hospital reported that the equipment was involved with a corneal burn about a month ago. The dr indicated that he believes the burn was his error and not the machine but would like to have the machine evaluated anyway. The pt required unanticipated additional sutures.